Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, while tracking the contra lateral limb delivery system, the physician felt some resistance at the level of the left hypogastric artery. However, was able to advance device past the narrowing and into the gate. Upon final angiogram there was limited blood flow in the hypogastric artery. The physician then scrolled through the CT scan and noticed a piece of calcium at the origin of the left hypogastric and felt that the calcium partially cover the left hypogastric artery. The physician stated the event was related to the device and the procedure. The patient has not and will not receive treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).